Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the medium-large clip applier was used to apply clip on a blood vessel. The customer found a loose cable on the instrument and was unable to continue use. The customer used a backup instrument of the same kind to continue. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information on 08-oct-2021. There was no fragment that fell inside the patient. The instrument was inspected prior to use and it was working as intended on the system prior to the loose cable issue being identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged proximal grip cable to be related to the customer reported complaint. The instrument was found to have a dislodged grip cable at the proximal end in the housing, likely causing the loose cables at the distal wrist. The root cause is attributed to a component failure. Failure analysis found the secondary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken, likely causing the grip cable to be dislodged from the clamping pulley and input disk input disk #7 was found broken into pieces inside of the housing. Hairline cracks were found on grip input shafts. The root cause of broken instrument input disks is typically attributed to the user mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. As a result of the damage, the clip test could not be performed. Upon visual inspection, the grip tips did not exhibit any physical damage. A review of the device logs for the medium-large clip applier (part# 470327-12 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the medium-large clip applier was last used on (B)(6) 2021 via system serial# (B)(4). There were 19 uses remaining after this last usage. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier incurred a failure mode that is known to impact clip application effectiveness with no evidence or claim of mishandling or misuse. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.